Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 13.1mm vticmo 12.1 implantable collamer lens of -16.50/1.5/042 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Low vault with rotation was observed. The lens remains implanted. Cause reported as unknown. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: h10 in previous MDR should have work order search results as follows: h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).

Manufacturer narrative:
B2-required intervention to prevent permanent impairment/damage (devices). B5-the reporter indicated that a 13.1mm vticmo 12.1 implantable collamer lens of -16.50/1.5/042 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6)2022. Low vault with rotation was observed. On (B)(6) 2023 the lens was exchanged for a longer length lens and the problem was resolved. D6b:(B)(6) 2023. Claim# (B)(4).